Event description:
Customer experienced a low blood glucose levels between 40-49 mg/dl. Cause of low bg was not known. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly, the customer was treated with glucose tablets. Treatment resolved the decreased bg and there was no permanent damage. Reportedly, the customer was discharged from a rehab center on august 9, 2025, due to being treated for renal cell carcinoma.